Event description:
Caller reported that the t: slim x2 pump battery would not charge, which resulted in the pump displaying the reset screen unexpectedly and shutting down. There was no reported adverse impact on customer's blood glucose level. Customer continued to use the pump for insulin therapy.